Event description:
While unpacking the stent delivery system (sds) the stent had dislodged from the balloon and was found in the packaging. Reportedly, there was no patient involvement with this device. No other information was available.